Event description:
The customer contacted physio-control to report that their device would not power on using ac or dc (battery) power. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control provided the customer with technical assistance and options available for servicing the device. Due to the age of the device and the costs associated with repair the customer declined service. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.